Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed the header was loose and separated from the device case. The device was unable to be tested for electrical function, due to the header separation. The battery status is unknown, but due to length of implant is believed to be fully depleted; implanted (B)(6) 2002, explanted (B)(6) 2012, implant time almost eleven years. Analysis confirmed the device had no telemetry and no further testing could be performed.

Event description:
Boston scientific received information that the patient implanted with this pacemaker was in the hospital complaining of headaches. The field representative attempted to interrogate the device but could not establish telemetry. The patient was non compliant and had not had device checked in years. The device was explanted the following day and the physician noted the header was loose upon pulling the device out of the pocket. By the time the leads were pulled from the header and the device was removed, the header became completely detached. The physician commented that the pocket had significant calcification. There were no additional adverse patient effects reported.